Event description:
It was reported by service report that the head-end right siderail could not be locked in the upright position, and bed exit speaker/beeper was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged inner arm cover getting caught under the siderail. Faulty bed exit beeper/alarm.